Manufacturer narrative:
Siemens field service engineer (fse) inspected the instrument. He cleaned dirty redhead and check optics. He found loose connection from pipette to valve block connection so he tightened lube rails for pipette transport assy. Customer indicated that they were receiving rotary receiver errors 0040. Fse replaced cavro syringe, tubing and filter lens. Fse cleaned instrument well, recalibrated and ran controls and specimens, instrument performed as intended. The problem has been resolved and the system is operational.

Event description:
Customer reported false negative protein results on the instrument whereas alternate instrument (clinitek 500) reported 2+ for protein. Customer indicated that they had receiving 2 pad dispense errors on the instrument. There was no report of injury due to this event.